Event description:
Pt unknown spinal fusion procedure on 12/13/90. On 6/12/92 the screws that had previously placed were removed. Add'l hardware was placed. On 11/23/93 the hardware was identified and removed. There was an incomplete healing at l5-s1 on the right side. This area was supplemented with bone bank bone. There was good fusion mass on the left side.